Event description:
Report received of a component separation. While the set was being primed with a maintenance hydration solution, the drip chamber separated from the spike at the solvent bond. Another set was readily available, primed, the infusion was initiated, and no delay in therapy occurred. The set was not in use with a pt at the time. Though requested, no add'l info was provided.